Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the screen remained dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.